Event description:
This was a spontaneous report from a surgeon via a sales representative and concerned an adult female in her late forties from the united states: (B)(6). The pt's height, weight and medical history were unspecified. The pt was treated with evicel (human clottable protein/human thrombin, solution, topical) 5 cc once initiated on (B)(6) 2012 for hemostasis (laparoscopically during robotic endometriosis removal and lysis of adhesions). The evicel was sprayed via omrix pressure regulator within range under 25 pounds per square inch and two inches away from tissue. The surgeon reported that the surgery was uncomplicated and bleeding was effectively stopped. One day after the procedure, on (B)(6) 2012, the pt was found to have subcutaneous emphysema and pleural effusions. The pt was admitted to the hospital overnight and required the administration of oxygen for 24 hours due to poor oxygenation. No embolism was reported. The anesthesiologist felt the pt's poor oxygenation was secondary to the subcutaneous emphysema and impaired respiratory function. The surgeon felt that "gas from the laparoscopic pneumoperitoneum pressure was sealed under the fibrin barrier and caused the subcutaneous emphysema and pleural effusions". Action taken with evicel and omrix pressure regulator was withdrawn. At the time of the report, the outcome of the events subcutaneous emphysema and pleural effusions was unspecified. This report was serious (hospitalization) and reportable (serious injury). (B)(4).